Event description:
During a coronary drug eluting stenting treatment procedure a shaft break occurred. The physician predilated that unknown calcified lesion and was attempting to place a 3.50 x 16 mm taxus express2 drug eluting stent when the break occurred. The procedure was successfully completed with a 3.50 x 18 mm vision stent. No pt complications were reported. The pt status is reported as 'satisfactory/good'.